Event description:
It was reported that the stent moved on the balloon. A promus premier select ous mr 24 x 4.00mm stent was selected for treatment of the target lesion. Before the stent was inserted into the guide catheter, the physician noticed that the stent was no longer on the still deflated balloon. The guide catheter was removed, and another proums stent was used to successfully completed the procedure. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the promus select delivery system. A visual and tactile inspection of the device revealed no damages or defects. A microscopic analysis revealed that the inner lumen was prolapsed and bunched 4.6cm proximal from the distal tip. The reported event cannot be confirmed as there was no sign of damage, stretching or lifting of the stent struts. The stent was crimped onto the balloon and there was no sign of positive pressure.

Event description:
It was reported that the stent moved on the balloon. A promus premier select ous mr 24 x 4.00mm stent was selected for treatment of the target lesion. Before the stent was inserted into the guide catheter, the physician noticed that the stent was no longer on the still deflated balloon. The guide catheter was removed, and another proums stent was used to successfully completed the procedure. There were no patient complications.